Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) inappropriately delivered two shocks due to t-wave oversensing. Analysis of the system was performed, and it was decided to turn-off the therapy of the patient and an external defibrillator was provided. A system revision will be performed in the future. At this time, this system remains implanted. No further adverse patient effects were reported.